Event description:
Anterior spinal fusion of the l4/5, l5-s/1 disc with bak interbody fusion cages. Development of pseudoarthrosis and no evidence of anterior bone fusion or bone growing within the graft itself. As a result, chronic spine pain due to lack of fusion and the development of pseudoarthrosis. Also from constant disruption disorder of spine the development of reflex sympathetic dystrophy. Rsd is a noncurable disorder of the sympathetic nervous system making further surgeries not recommended as surgery spreads the rsd to other parts of the body.